Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer : there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date : unknown. Medical device manufacture date : unknown. Investigation summary : exec summary - samples were received and an investigation was performed. Unable to perform complaint lot history check owing to an unknown lot number for this event. Bd was able to duplicate or confirm the indicated issue as the root cause for this issue is user related owing to the npe cannulas were bent and broken after the customer handled the pen needles. Based on trend analysis no further action is required at this time. Samples returned - customer returned (13) open 32gx4mm bd pen needles without tear drop labels or inner shields attached. The consumer reported that there is no insulin flow during priming. All 13 returned pen needles were examined and it was observed that 8 exhibited a bent non-patient end (npe) cannula and 2 exhibited a broken npe cannula. The remaining 3 samples exhibited a straight npe cannula and were tested for flow using a test pen injector : all 3 were able to expel properly. No evidence of manufacturing defect was observed. The bent and broken npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think that the pen needles were clogged. Since all 13 samples were returned after use the probable cause of the bent and broken npe cannulas is user related. CAPA/sa - based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as the lot number is unknown.

Event description:
It was reported that 1 unspecified bd nano¿ 2nd generation pen needle was unable to prime. The following information was provided by the initial reporter : the customer reported a needle clog issue for nano 2nd gen pen needles. Date of event : unknown. Samples : available.